Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
As reported, the catheter started measuring cardiac output values that were not believable. There was no consequence for the patient. The swan-ganz was not available for evaluation as it was exposed to (B)(6)).